Event description:
Pt is a post-code patient. We received from ed requiring target temperature management via zoll alsius catheter. A zoll start up kit with coil found to be leaking in the bed and entire 500 ml ns bag almost empty. New start up kit obtained. Defective start up kit saved with packaging.